Event description:
The customer's mother reported that the insulin pump alarmed. The blood glucose reading at time of the call was 156mg/dl. It was stated that the customer forgot to disconnect the device and jumped into the pool. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank screen as a result of a corroded electronic assembly and motor. Further testing was not performed due to the blank screen.